Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found broken lcd display. Wear and tear damaged enclosure, tank cover, front cover, and line cord. Functional testing was able to replicate the issue. The root cause of the reported issue was found to be impact damage to the lcd by the customer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product information has been provided to date.

Event description:
It was reported that device had a damaged lcd. No patient injury was reported.